Manufacturer narrative:
(B)(4). According to the complainant, the device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the tip of the device broke off in the stomach of a patient. Reportedly, the tip could not be removed from the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.